Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to sui and pop. Following insertion the patient experienced erosion, incontinence, dysuria, and dyspareunia. It was reported that patient underwent attempted removal of mesh on 2006 and excision on 2006-2007 (dates unspecified).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 03/29/2017.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2007 and mesh was placed into the patient¿s body. (A ¿t-sling¿ had been implanted on (B)(6) 2006) the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.